Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this left ventricular (lv) lead exhibited a low out of range pacing impedance measurement, less than 200 ohms. Technical services (ts) noted there was no noise recorded and the device was capturing. Ts recommended to continue to monitor. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.